Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of redness, induration, late inflammatory reaction, pain, heating sensation and sensation decrease are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of erythema, pain, skin irritation, inflammation and numbness: "precautions for use: medical practitioner must take into account the fact that this product contains lidocaine. Undesirable effects: the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the marionette lines and juvederm volbella with lidocaine in the lips. Two months after injections the patient received a flu vaccination. On the following month, the patient developed a "late inflammatory reaction" that started with a "heating sensation" all over the face and then it disappeared. Patient also had rigid induration and redness on both sides of the marionette zone up to the lower lip that was painful to touch. Patient had no fever and no warmth at the injection sites in addition to erythema on the "lower lip right corner" and a decrease in sensation. Patient was treated with hylauronidase and symptoms are "slightly better."

Event description:
Additional information: patient received additional treatments with hyaluronidase and symptoms have resolved.

Manufacturer narrative:
Medwatch sent to FDA on 6/14/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the marionette lines and juvéderm® volbella¿ with lidocaine in the lips. Two months after injections the patient received a flu vaccination. On the following month, the patient developed a "late inflammatory reaction" that started with a "heating sensation" all over the face and then it disappeared. Patient also had rigid induration and redness on both sides of the marionette zone up to the lower lip that was painful to touch. Patient had no fever and no warmth at the injection sites in addition to erythema on the "lower lip right corner" and a decrease in sensation. Patient was treated with hylauronidase and symptoms are "slightly better."